Manufacturer narrative:
(B)(4).the sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag had become disconnected. The home patient (hp) stated his nurse accidentally disconnected the supply bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The hp stated his nurse accidentally disconnected the supply bag. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm and explained se 2240 indicates a large amount of air has entered setup. The hp confirmed to restart therapy with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.